Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Fdc code d15 is applicable for the nim4.0 patient interface and fdc code d20 is applicable for nim4.0 console (concomitant product). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial: unknown, lot: unknown. Additional codes: img code g02005 is applicable for the patient interface and img code g02030 is applicable for the nim4.0 console (concomitant product). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wi-fi seems to be working intermittently in the patient interface and it failed twice in a 10 minute period. There was a lead off error message, pi fault detected/emg monitoring disabled displayed on the screen. There was no known patient impact.